Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned, but expected.

Event description:
It was reported during a procedure that a foreign substance was found in the inner sterile packaging. Another product was used to complete the procedure. As a result of the event a delay in procedure less than fifteen minutes occurred. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. UDI # (B)(4).

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned product identified that there is black debris in the seal area. It has also been identified that the part number on the inner packaging is 912069 and on the outer packaging is 912068. The reported event has been confirmed by visual evaluation. Ftir analysis conducted on the foreign material in the returned product identified that it is consistent with abs plastic. Review of the device history records identified no deviations or anomalies. The root cause of the reported event is attributed to manufacturing deficiency. Corrective action/preventive action has been previously initiated to address this issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.